Manufacturer narrative:
Device return date was 09/23/2015.

Manufacturer narrative:
(B)(4). The reported event of noise and inappropriate therapy was confirmed. Noise was present on the regulated hercules ic reference signal which caused noise on the sensing channels. Impedance measurements found high impedance between a capacitor and the hybrid. When an external capacitor was added in parallel, impedance was normal and the sensing noise went away. (B)(4).

Event description:
It was reported that patient received inappropriate therapy due to noise on all channels. Pacing impedance was varying for all leads. The device was replaced, the leads were assessed and left in service with stable measurements. After procedure the patient was in good condition.